Manufacturer narrative:
It is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. It is unknown if a sample will be returned for evaluation.

Event description:
It was reported that while using a non-specified bd insulin pen needle from a sample pack, the needle broke off in use. The consumer received an x-ray which confirmed that there was a broken needle in her injection site. The consumer had surgery to remove the broken needle and it was reported that, "all went well," and that the consumer recovered.